Manufacturer narrative:
The investigation determined that reproducible and higher than expected vitros tsh results were obtained on three different samples from the same patient tested with vitros tsh reagent across two different vitros 3600 systems when compared to the vitros tsh results obtained on a different sample collected from the same patient the next day and tested across the same vitros 3600 systems. The assignable cause of the event is unknown; however, an unknown sample related issue, a pre-analytical sample mix up, an unknown issue at the time of sample collection or a transient analyzer issue could not be ruled out as possible contributing factors. There was no indication that the vitros tsh reagent had malfunctioned.

Event description:
The customer complained that reproducible and higher than expected vitros tsh results were obtained on three different samples from the same patient tested with vitros tsh reagent across two different vitros 3600 systems when compared to the vitros tsh results obtained on a different sample collected from the same patient the next day and tested across the same vitros 3600 systems. Sample 1 tsh results: 12.7, 12.3, 12.6, 12.4 miu/l vs expected 1.19 miu/l. Sample 2 tsh results: 13.0, 13.5, 13.2 miu/l vs expected 1.19 miu/l. Sample 3 tsh results: 15.6, 15.6 miu/l vs expected 1.19 miu/l. Biased patient results of the direction and magnitude observed may lead to inappropriate physician action. The first patient result from sample 1 was reported outside of the laboratory and a corrected report was later issued. There was no allegation of patient harm as a result of the event. This report is number one of four MDR's for this event. Four 3500a forms are being submitted for this event as four devices were involved. This report corresponds to ortho clinical diagnostics inc. (B)(4).